Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and a blood infection. On an unreported date, the patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotics (dose, frequency, and route were not reported) for peritonitis. At the time of this report, the patient had been discharged from the hospital and was continuing with antibiotic treatment. The patient was recovered from the peritonitis and pd therapy was ongoing. No additional information is available.